Event description:
A 40-yr-old male with medical history of bicuspid aortic valve and aortic valve murmur since 12 s/p ross procedure on 7/10/95 for aortic stenosis and aortic valve endocarditis required explant on 2/6/96 due to pulmonary stenosis. Operative report notes "stenosis was not at the distal anastamosis but at the valvular level. The pulmonary valves were thickened and severely stenotic. Valve was replaced with 30mm homograft. Site relates event to homograft.